Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 7 years old. The device was received with both seals intact and cracked on lower left front corner of top case. Primary audible alarm background test error. No error which related to customer reported problem was found on error history log. Occlusion test. Visual inspection. What caused the reported primary problem: testing was unable to determine the intermittent of the error. Customer damaged. The root cause was unable to determine, no physical or any other damaged was found on speaker. Customer damaged. Replaced speaker for preventive. Replaced top case. Performed occlusion test and all functional testing which passed.

Event description:
It was reported the device had a system failure and broken front panel. No patient injury reported.